Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator capacitor failed to charge properly. The device was successfully exchanged. There were no patient consequences.